Event description:
C-arm broke down during a fistulagram while ballooning stenosis of patient. Error read "small focal defect." Hard reboot did not fix issue. Biomed contacted during reboot and immediately contacted siemens. No harm to patient.